Manufacturer narrative:
Evaluation results: one cadd - legacy 1 was returned for investigation in used condition. The keypad and labels were intact. One of the battery contacts was bent however. A review of the event history log evidenced the following: "1003> pump turned on (B)(6) 2019 2:31:00 pm /; 1004> starting ll2 (B)(6) 2019 2:32:00 pm /; 1005> error 1660 (B)(6) 2019 1:30:00 am /; 1006> power down (B)(6) 2019 1:30:00 am /". The reported "beeping while hooked to cassette" problem was not duplicated. No evidence of fluid could be seen in any of the sensors. There were instances of "air in line" errors in the event log however. The error code 1660 problem was not duplicated but was observed in the event history log. The 1660 error code signals that there is a transient watchdog timer error. This was caused by a depleted battery, power down, or battery fallout. This was related to the bent battery terminal. The investigator also noted that the piezo was barely audible. The investigator replaced the air detector as a preventative measure. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was therefore not established.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited beeping sound and had bent battery terminal. It was also reported that water was noted inside the sensor when pump was hooked to cassette. No patient was involved in this event. No adverse effects were reported.